Event description:
On 21. February 2024, leica biosystems was contacted by the customer and provided the following information: the instrument caught fire during use. During the initial contact with the customer leica biosystems was informed that no tissue had been negatively affected by this incident and that neither the customer nor a third party were negatively impacted by this event.